Manufacturer narrative:
Additional information received from a philips clinical engineer stated paediatric patient was intubated and the monitor showed saturations of 0% despite a very good pleth trace, blood pressure, and heart rate. They were giving 100% oxygen, but the monitor still said 0%. The device was returned to the philips repair bench. A bench repair technician (brt) tested the device. The unit connected to host monitor without any issues. The device was unstable when connecting the hose to microstream port. The module was struggling to function. The brt replaced the co2 module and carried out verification tests; the device passed testing. Additional information was requested, but no further information was able to be obtained from the customer based on the information available and the testing conducted, the cause of the reported problem was related to the hose connection to the mircostream port. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue microstream extension. It was reported the spo2 measurement displayed 0%, though the ventilated patient was on 100% oxygen. A dynamp was connected to the patient, displaying spo2 of 97%. The customer indicated there was severe harm; however, no additional details of the alleged harm have been provided. It was indicated by the customer 'pediatric patient was intubated and the monitor showed sats of 0% despite a very good pleth trace, bp, and hr. We were giving 100% oxygen, but the monitor still said 0%. We also then lost our end tidal co2 monitoring trace. We got a dynamap and spo2 showed 97%. We changed the etco2 monitor and we got a good trace. This caused us to go down a different route of management, because we thought we were not able to oxygenate the patient. We removed the endotracheal tube, reinserted it, and in that time patient's spo2 dropped significantly. This was the monitor that was in the pediatric bay'. The sequence of events provided did not clarify the reasons for reintubation or the 'different route of management'.

Manufacturer narrative:
Product information corrected to an intellivue multi-measurement module x3, based on additional information received on 09oct2025.